Manufacturer narrative:
Additional information received; it was reported that the post operative hemoptysis in this patient was caused by bronchiectasis and was unrelated to the stent or procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: citation: authors: ming-yao luo1,2¿, xiong zhang1,4¿, kun fang1 , yuan-yuan guo2 , dong chen1 , jason t. Lee3 and chang shu. Endovascular aortic arch repair with chimney technique for pseudoaneurysm. Bmc cardiovascular disorders 2023. Doi: 10.1186/s12872-023-03091-4 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding endovascular aortic arch repair with chimney technique for pseudoaneurysm. A valiant stent graft was implanted during the treatment of a possible pau on an unknown date. Two days after the operation, the patient was transferred out of the ICU but returned on the 7th postoperative day due to massive hemoptysis associated with bronchiectasis. After conservative treatment, he recovered and was discharged 26 days postoperatively. He has lived uneventfully for an additional 5 years. No further information was provided.